Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set) during dwell 3 of 5 on the home choice (hc). The home patient (hp) was still connected. The technical service representative (tsr) asked if any bags came undone and the hp stated no. The tsr explained the alarm and assisted the hp to clear the alarm by turning the hc off/on. The hp turned the hc off/on and the hc was back to press go to start. The hp would finish with manual supplies. Product surveillance contacted the home patient (hp) on (B)(4) 2011 regarding the system error 2240 alarm. The hp did not notice anything unusual with the setup at the time of the alarm. The hp started over with new supplies and resumed therapy. The hp followed up with his peritoneal dialysis nurse (pdrn) regarding the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.